Event description:
It was reported that the ilet pump unlock button was not functioning and a crack was observed on the device, consistent with a damaged or cracked display assembly and associated enclosure damage. Symptoms included a nonresponsive or unusable screen without injury. Outcomes included the need for device replacement and instructions to return the original device, with acknowledgment that data would not transfer and a standard startup would be required on the replacement. Investigation included remote troubleshooting, visual inspection guidance to identify physical damage, and education on shutdown and data syncing. Investigation of this case revealed physical damage to the screen consistent with a cracked display that impaired normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage from an undetermined external source.